Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at a completion of a procedure  involving the implantation of an endurant ii stent graft system, an endoleak of undetermined type was observed during angiography. The endoleak was described as a minor endoleak on the proximal part of the aneurysm, which was probably a type ii but a type I endoleak could not be completely ruled out. Additional ballooning was made to the proximal neck during the index procedure but the endoleak remained. The sponsor assessed the endoleak as related to the procedure and possibly related to the device. Per the physician the cause of the endoleak is unknown. No patient complications have been reported as a result of this event.